Event description:
Info received that the stretcher was sliding due to casters wearing out. No injury reported.

Manufacturer narrative:
Technician found that the stretcher was sliding due to casters wearing out. Replaced all four casters to resolve this issue.